Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who had undergone bilateral lasik was diagnosed with dlk (diffuse lamellar keratitis) in both eyes on the first day post-op. Steroid drops were prescribed. The dlk resolved and the steroid drops are being tapered. Currently, the pt is taking the drops once per day. This file will reference the pt's right eye.